Event description:
It was reported through clinic notes that the pt showed high lead impedance on diagnostics test. Physician stated that the pt can feel stimulation at some times and not at other times. It was further stated that the pt is having half as many seizures as he was previously. Last good diagnostics results were obtained on (B)(6) 2009. No pt manipulation or trauma was reported. Pt was referred to surgeon for a full revision. Revision surgery is likely. Good faith attempts to obtain additional info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.